Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy pd effluent. The break in aseptic technique was further described as touch contamination. Eleven days after the onset of peritonitis, the pt was hospitalized for the event. In the same month as the event, the pt was treated with ancef 1 gram (frequency not reported) with report of antibiotic treatment ongoing. On an unreported date, the pt was retrained in aseptic technique. Five days after admission to the hospital, the pt was discharged. At the time of this report, the peritonitis event was ongoing and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.